Manufacturer narrative:
Results: the cat12 was fractured at the hub. Conclusions: evaluation of the returned cat12 confirmed a fractured at the hub. If the device is forcefully manipulated at extreme angles during use, damage such as a fracture may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the iliac veins and inferior vena cava using an indigo system aspiration catheter 12 (cat12) and non-penumbra sheath. During the procedure, while torquing the cat12 through the sheath, the cat12 broke at the hub. Therefore, the cat12 was removed. The physician did not perform more thrombectomy and proceeded to perform angioplasty and placed stents. There was no report of an adverse effect to the patient.